Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: comp cnv glen base non ha pn110005273 ln408290. Comp primary stem 11mm mini pn113631 ln079710. Versa-dial 46x18x53 hum head pn113042 ln129470. Comp conv glen liner e1 pn110005237 ln180280. Versa-dial/comp ti std taper pn118001 ln161040. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty. During the surgery the humeral trail fractured after it was removed from the humeral stem. The trial was being removed using the provided shoe horn. No patient impact was reported.

Manufacturer narrative:
(B)(4). The complaint is confirmed by visual inspection. Product was visually examined. The post have fractured off the bottom of the trial leaving a small hole in the middle. There is additional damage to the bearing surface in the form of scratches and puncture holes. It is unknown what caused this damage. Dimensional analysis was not performed due to the damage to the trial. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined.